Manufacturer narrative:
This event has been recorded by zimmer biomet under b)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome skipped while meshing the graft. The event occurred during testing with no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the dermatome skipped while meshing the graft. The event occurred during resting on (B)(6) 2017 with no patient harm or delay. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 2, 2017 where it was reported that the hose cannot be attached to the hand piece and the bearings and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on october 23, 2017 revealed that the motor was running rough but the speed was still within specifications. The calibration was out of specifications at the zero setting only. The control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on october 23, 2017 which included replacement of the bearings, seal and retaining ring, motor, and gears. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician unable to reproduce the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the bearings, seal and retaining ring, motor, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.